Event description:
Patient underwent cystoscopy for stone extraction in 2007 at another hosp. During the procedure, the sheath broke and the surgeon was unable to remove the basket (which contained the stone). Attempts to disengage the basket didn't work and the pt had some bleeding. The surgeon decided to stent the ureter and leave the sheath and basket in place to allow the area to heal and become less edematous. He was unable to schedule the follow up procedure at the original hosp and thus the pt underwent a "removal of stone extractor along with retained fragment of stone, transurethral resection ureteral orifice and bladder neck tissue" at our facility 5 days later. The basket wires were found to be intact when removed from the pt. From review of the product, we cannot determine who the MFR was or the lot and serial number. We have been told that the hosp in which the original surgery was performed is aware of the event.